Event description:
There was a problem inserting the iab into the pt. This will be reported via n alternative summary report. A second iab inserted into this pt. The customer opened a new balloon prepped it and easily advanced it without an issue. There was no malfunction of the device reported. The current status of the pt is decreased. The customer is not attributing the death the device.

Manufacturer narrative:
The device has not yet been returned to datascope for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. Internal complaint number (B)(4).